Event description:
It was reported that the customer experienced a low bg of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.